Event description:
It was reported that: "during an endoleak this was the 5th coil being deployed through a progreat 2.4f microcatheter. The physician was advancing the coil into the coil pack and decided to reposition since he felt resistance being met by the coil pack. When he gently pulled the coil back he felt a pop and the coil detached from the coil pusher. He tried to snare the coil but ended up breaking the coil in half as it would not release from the coil pack. He left the remaining coil in the patient as it was secure and not coming loose." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230400214 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.